Event description:
A (B)(6) male patient contacted lifecor customer support to report that he is receiving check belt/adjust belt messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the belt was unable to complete a baseline due to a shorted component. It was discovered that the q1 component on ECG d located on ECG d was shorted, causing component u1 to short and the -5v line to be pulled to ground. The root cause of the shorted component cannot be positively identified, but was likely random component failure. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.